Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 5076 implantable pacing lead - (B)(6) 2006; 4194 implantable pacing lead - (B)(6) 2006. (B)(4).

Event description:
It was reported that the device battery was draining faster than expected. The device outputs were reprogrammed, and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device battery was draining faster than expected. The device outputs were reprogrammed, and the device remains in use. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.